Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope screen was pitch black and could not be seen while connected. The reported issue occurred during preparation of use for an unknown therapeutic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the outer surface of the image sensor cable may have shifted out of place and been pulled, which caused the inner output signal cable to be disconnected. Then it resulted in blackout during the angulation operation. The cause of shifting out of place of the outer surface of the image sensor cable may be application of load which exceeds the scope of assumption such as excessive twisting or bending. However, it was unable to be specified from the actual item. Instructions, operation manual describes how to inspect for the subject event in chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ as below: ¦ "inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.